Event description:
It was reported that the customer experienced ongoing elevated blood glucose levels displayed as "high". A specific bg value was not provided; cause was unknown. The customer administered a manual insulin injection and changed the infusion set to address bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.